Event description:
A surgeon reported a patient with poor near vision following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported the event continues.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/16/2009 by fax and mail. A completed questionnaire was received on 04/27/2009. This report was mailed to FDA on: 05/08/2009.